Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.5 cgm sensor type: g7.

Event description:
It was reported that the patient had received treatment with hypoglycemia on (05 august 2025). The patient's blood glucose levels declined to 44 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod was leaking during wear. Symptoms reported include shaky and going in and out of consciousness. The patient had drank orange juice but their blood glucose level had not increased. Upon arrival of the paramedics the patient was treated with glucose tablets and provided pepperoni's and orange juice with sugar. The patient was with the paramedics for 15-20 minutes. The patient did not go to the hospital.